Event description:
A pt who had undergone an essure micro-insert placement procedure in 2008 has had increasing severe pelvic pain over the past year. On ultrasound, it was confirmed the device on the left side was in the endometrial cavity and pt's pain has been chronic on the left side. Spoke with physician on (B)(6) 2010 who confirmed device removal and hysterectomy on the pt on (B)(6) 2010. Dr confirmed, she could see 12 trailing coils from the device on the left side and is the side where pt complained of pain. Doctor confirmed it was medically necessary to remove the devices and pain was from the device. The physician reported that the pt is no longer experiencing symptoms.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.